Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The medical record alleges that bard implantable port was implanted for the patient for the treatment of breast cancer the patient tolerated the procedure well and was taken to post anesthesia care unit in a stable condition. Approximately 9 months and 14 days later of post port placement a computer tomography of chest with and without intravenous contrast was performed which revealed an acute segmental and segmental embolism preliminary in involving the bacterial upper lobes. It was further reported that the blood culture tested for klebsiella anemonia bacteremia and was also diagnosed with the recent methicillin resistant staphylococcus aureus bacteremia as a result of defective infected port. Two days later the patient underwent for the removal of right sided chest port for the defective infected port however the current status of the patient is unknown. Therefore, the investigation is confirmed that the patient experienced bacteremia, bacterial infection, sepsis, septic emboli, pulmonary embolism. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b2, d4 (expiration date: 01/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that nine months and fourteen days post a port placement in the right side of chest wall via the right internal jugular vein approach, the patient was primarily diagnosed with methicillin-resistant staphylococcus aureus bacteremia. It was further reported that the blood culture test resulted positive for klebsiella pneumonia bacteremia. Furthermore, the patient allegedly developed with sepsis and septic emboli secondary to methicillin-resistant staphylococcus aureus bacteremia and klebsiella pneumonia bacteremia as a result of the defective infected port. Evidently, the patient was allegedly diagnosed with acute pulmonary embolism involving the bilateral upper lobes. Reportedly, the defective infected port was removed. The current status of the patient is unknown.